Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the 10mm lcck insert broke into 3 pieces while trying to insert for trialing motion. There as no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4; b5; d4 (lot); d4 (expiration date ¿ now blank); d9; g3; g6: h1; h2; h3; h4 once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use, and is fractured into 3 pieces. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. The device has a potential field age of over 17 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.